Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal stenosis dilatation procedure performed to treat esophageal stenosis on may 09, 2025. During the procedure, when the balloon was inserted inside the patient and inflation was tried to perform, the pressure did not increase, so when a check was performed through desk inspection, there was a pinhole. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal stenosis dilatation procedure performed to treat esophageal stenosis on (B)(6) 2025. During the procedure, when the balloon was inserted inside the patient and inflation was tried to perform, the pressure did not increase, so when a check was performed through desk inspection, there was a pinhole. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: block d4 catalog number has been corrected. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed, and visual inspection revealed no physical damages to the device. Functional testing was performed, and the balloon was inflated without a problem and was able to hold pressure without any issue. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was not confirmed. Product analysis did not identify any damages to the returned device and during functional testing, the balloon was able to be inflated successfully and held pressure. Therefore, the most probable root cause is no problem detected.